Event description:
Boston scientific crm received information that two episodes of noise were observed with this device system, with pacing inhibition lasting for approximately three seconds. It was confirmed that the leads were reversed in the header. A lead revision procedure was to be performed to revise the leads. The device was currently programmed to monitor plus therapy. An invasive revision procedure was performed and the leads were not reversed in the header. It was found that the distal high voltage set screw was a little loose. A new rate/sense lead was implanted without complication. No further issues were noted.

Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available, the event will be updated.